Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were going to have their implanted neurostimulator (ins) replaced on (B)(6) 2021 because they used to charge the ins every 4-5 days but for the past 6 months or so, they had needed to charge everyday. The patient stated their doctor told them they were due for a new ins. No symptoms reported.